Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms. Customer reported an elevated blood glucose level of 245 (mg/dl) and indicated a correction bolus would be delivered to stabilize bg level. Customer indicated back up insulin therapy was available for diabetes management.